Event description:
It was reported that during a procedure to implant a left ventricular epicardial lead high thresholds and impedance were observed on the lead. The physician commented that there was an unusual amount of fat covering the heart. After removal of some of this fatty tissue, the threshold and impedance decreased a small amount but that the thresholds were still very high. A second lead was attempted and the same high thresholds occurred. It was further reported that when the physician held the electrodes to the heart with pressure, the threshold decreased but did not remain at that level once sewn in. Multiple locations were attempted but each time the thresholds were inconsistent and high. A screw in lead model was then attempted and adequate thresholds were reached ad the two previously attempted leads were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).